Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 260cm .035 w/c tip back-up meier guide wire was used through an endoscope. However, during the procedure, the wire coating came off and some of it was left in the patient. No patient complications were reported.

Manufacturer narrative:
Manufacturer name corrected from boston scientific - (B)(4) to boston scientific - (B)(4). Upn-search corrected from (B)(4)- meier wire 260 cm .035 w/c tip 5 per bx - 30-602 to (B)(4)- back-up meier .035in, 300cm ex/c tip b/5 - sch-30601. (B)(4) catalog/model # corrected from 30-602 to sch-30601. Mfg site name corrected from boston scientific - (B)(4) to boston scientific - (B)(4). Describe event or problem, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned with its original pouch. The unit returned has missing/flaking ptfe. The device has the body kinked near to the distal end of the device and the coil missing/flaking ptfe in the middle of the device. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a .035in, 300cm ex/c tip back-up meier guide wire was used and not a 260cm .035 w/c tip back-up meier guide wire as previously reported.